Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the when the representative booted up the system, it went to the linux ubuntu grub menu, then a black screen with a blinking cursor. The representative stepped through the kd article "stealthstation s8 / linux ubuntu grub menu" (article 000005349), and when he chose to fix the system was able to boot and login.

Manufacturer narrative:
The device was not returned, but it was confirmed that the issue was a known software anomaly. If information is provided in the future, a supplemental report will be issued.